Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 09-apr-2024, it was reported that the patient's infusion set got detached from the stomach while performing outdoor activity. The site location was the patient's right side, and the pump was on the left side. The infusion set had been used for two days. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was dropped with the set connected to the patient's body. No further information available.